Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment and was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.